Manufacturer narrative:
The problem was due to a component failure (compact charger). We are unaware about patient injury.

Event description:
The laser system has the following problem: "the laser failed to produce any power out of the fiber during the case and it was confirmed no power out of the laser". No adverse effects to patient were reported.